Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the staff reviews of the safety needles have not been favorable. They stated that the safety shield is not user friendly and gets caught and both the needle and safety shield are very flimsy and bend extremely easily. When they push the covering over the needle using the thumb, finger, and flat surface techniques, they think it¿s covered but they have to push harder to get it to snap securely. The safety mechanism has bent exposing a broken needle and the needles have bent when administering an intermuscular shot in the deltoid, when putting on the safety, and when administering and drawing up product. When giving multiple shots on a child, they need a safety feature that works quickly and effectively every time. They have had several needle sticks due to the safety not fully engaging and don¿t want to put their patient¿s safety at harm. The exact number of clinicians that have experienced needle sticks and the details of each event are unknown but per the customer the treatment protocol for bbpi was followed including blood work, follow up blood work, possible pep (post-exposure prophylaxis) and updating tetanus. The specifics of treatment for each incident could not be provided.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. There were no photos of physical samples received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.